Event description:
V care size medium was used during a laparoscopy-assisted vaginal hysterectomy with bso [bilateral salpingo-oophorectomy]. When it was time to reposition the v care, the balloon would not deflate. Another v care had to be opened.